Event description:
It was reported that a user¿s newly started freestyle libre 3+ sensor failed to pair with the ilet bionic pancreas following a phone change, resulting in ilet alarms indicating pairing failure and dosing stops soon; the agent guided the user through re-pairing steps and initiated a new sensor warmup. No clinical signs, symptoms, or conditions were reported. Outcomes included a temporary interruption of automated dosing with subsequent sensor warmup and user education. User support included troubleshooting, education on pairing and alarm management, and confirmation of sensor warmup initiation. Investigation of this case revealed a pairing failure between the cgm sensor and the ilet, consistent with a communication or connectivity issue that was resolved through re-initiation and warmup. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity error related to setup and pairing.